Event description:
It was reported that while preparing the implant table, the scrub nurse and rep noticed a small hair in the cap of the keith needle holder. Another needle was used to complete the surgery. No patient injury or further device issues were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) accessory kit at our quality assurance laboratory, the returned components underwent a thorough analysis. The accessory kit was visually inspected and all components passed inspection. The foreign material (hair) was found in the sealed cap of the keith needle holder, confirming the reported clinical observations. Evidence from the product record review did not identify a potential product quality issue or new patient harm. Risk review and labeling review identified that the adverse event of foreign matter is a known risk of the device.

Event description:
It was reported that while preparing the implant table, the scrub nurse and rep noticed a small hair in the cap of the keith needle holder. Another needle was used to complete the surgery. No patient injury or further device issues were reported.